Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, there was a connection issue with the lead and pacemaker. It was noted that the wrench was broken in the device. The device was removed and replaced. The patient was in stable condition.